Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer unexpected high blood glucose level was 416 mg/dl after 20 minutes blood glucose 406 mg/dl changed infusion set 4 times on different site location no insulin flow block alarm 10 u with syringe. Customer current blood glucose was 206 mg/dl. The customer was assisted with troubleshooting. Customer was performed self-test and displacement test and it was passed. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.